Manufacturer narrative:
H3: analysis of product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2021; product type: lead; found all conductors are broken 17.3cm from distal end, braids are broken 9.0cm from distal end, braids are exposed out of polyurethane shield 9.0cm from distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller displayed a settings not available screen. The patient mentioned that they had met with a rep who was able to reprogram the device which worked for a while but the patient was now seeing the settings not available screen again. The patient stated they switched from program a to program c but they still were seeing the settings not available screen. The rep reported that they had done a full impedance check and electrodes 4 and 5 were showing yellow/avoid. The rep said they sent the patient home with 2+3-. The rep said they met with the patient again for the settings not available message. The rep stated that impedance was checked again, which showed electrodes 2 and 4 were avoid/yellow and electrode 5 was red. The rep noted the following impedance readings: reference 2 0: 39170 ohms 1: 39370 ohms 3: 40k ohms 4: 40k ohms 5: 40k and all electrodes are showing 40k ohms reference 3: 2 and 5: 40k ohms 4: 31000 ohms 0: 1440 ohms 6: 1560 ohms 7: 1290 ohms the rep stated that there were no falls or trauma. The rep said the patient also reported a communication problem with the controller. The patient said the controller was taking a long time to connect to device and displayed a no device found screen. The patient said the controller keeps spinning but eventually will connect. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the yellow/red/high impendences, the settings not available message and the communication issue/no device found screen was not determined. The rep said the issue had not been resolved and they just programmed around the affected electrodes. The rep later reported that they were with the patient and they were still getting out of regulation (oor) at 2.8ma. The rep said that last visit they adjusted group a to 3+ <(>&<)> 7- and 14+ <(>&<)> 15- on program 1. The rep sent an image of impedances and respectively are 1390 ohms and 800 ohms on the programmed electrodes. The rep was concerned the controller was the issue due to no oor on the tablet and they even cleared the notifications and tried again and as soon as patient used their controller they received the oor (at the programmed amplitude). It was discussed to have the patient reduce the intensity and gradually increase to see what intensity can be obtained. It was also discussed there could be possible intermittent connection and asked that the rep palpate the ins and test impedances with the patient in multiple positions. An email sent to the rep indicated that programming right side lead only for troubleshooting was an option. The rep called back and reported changes in impedances in different positions and confirmed changes in impedances and everything 0-7 was affected except 0,1,7. The rep palpated the ins area with no changes in stimulation however the patient did indicate that they felt changes at times where stimulation would get more intense without making changes. It was discussed to check for a loose connection on 0-7 port and if no loose connection was found to possibly replace the lead. The rep was going to create a new group and program only the 8-15 lead and discuss the results with the healthcare professional. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had a lead revision. It was clarified that the lead revision was scheduled on (B)(6) 2021 and was completed on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products:product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018. Explanted: 2021-02-24 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.